Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the bone punch broke off upon impaction. All pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A universal handle was returned and evaluated. Tip of the handle has fractured off; piece was not returned. Instrument has multiple dents and scratches indicating multiple uses. DHR was reviewed and no discrepancies were found. Device had about 27 years of field life with unknown frequency of usage, from provided information root cause can be determined as wear and tear due to normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.